Event description:
Reporter stated that her husband had both shoulders implanted on (B)(6) 2014. Within two to three months after implant, patient experienced sharp pains with the right shoulder. He went to therapy and recovered but still continued to have pains. His doctor kept saying, he is better than he was before .the doctor cleared him for work in (B)(6) 2014. Patient worked for six months and in 2015 had to stop work due to severe pains with both his shoulders .when patient went to the doctor, he did no xrays or MRI testing. Finally , in (B)(6) 2016, he went to another orthopedic doctor who did MRI and xrays and discovered that the arm was not attached to the socket; it looked as though a plastic piece had become loose. In (B)(6) 2016 the right shoulder was revised. Reporter stated that the left shoulder will be corrected next year.